Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) 2013 to report the purely yours breast pump motor emitting smoke when trying a new accessory pump kit with the system. Customer had contacted ameda 2 days prior, reporting low suction, decreased milk output and engorgement. After troubleshooting was performed on the pump system, it was determined that the issue was in the accessory pump kit so a new kit was sent to customer. Customer reports no injury or burn occurred during this event.

Manufacturer narrative:
A replacement purely yours breast pump was sent to the customer on (B)(6) 2013 and though requested, no product was returned, therefore no visual inspection and no functional testing could be performed.